Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that no damage of any kind was noted throughout the length of the lead. Lead passed through introducer with no resistance.

Event description:
It was reported that the lead was attempted, not implanted. The lead was inserted into the sheath, but got stuck. The lead was "lightly pushed" and the coat "crinkled." A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.